Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that a trial patient was admitted because she was not able to move her legs. It was noted that the patient was having weakness in her right leg. The physician believed that the weakness was device and procedure related. No further course of action.